Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the pump and the connector piece broke, with a fragment lodged in the pump; the user initially attempted removal with pliers without success, then subsequently removed the fragment, and provided the connector lot number. No reported injury or adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer troubleshooting and education based on user report and image confirmation. Investigation of this case revealed a damaged connector component with an initially unretrievable fragment that was later removed by the user, consistent with device damage from impact rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical damage.